Manufacturer narrative:
(B)(4).

Event description:
The customer reported that they received questionable results for two patient samples tested for multiple assays. Of the two samples, one had an erroneous result that was reported outside of the laboratory for free thyroxine (ft4). The sample initially resulted as 5.83 ng/dl and this value was reported outside of the laboratory. The sample was repeated, resulting as 0.936 ng/ml on (B)(6) 2016. The repeat result was believed to be correct. The patient was not adversely affected. The ft4 reagent lot number was 18689401. The reagent expiration date was asked for, but not provided. The field service representative determined that there was water contamination in the gear pump. He replaced the gear pump and fluidics tubing. He performed a decontamination of the fluidics. He ran performance testing and this was successful. The customer controls were within their specifications.

Manufacturer narrative:
A specific root cause could not be determined based on the provided information. Contamination of the analyzer is the most likely root cause.